Event description:
This c3 did the following:. Cer80326/esm board replacement,upgrading to sw205 cer80409/mainboard replacement it was returned to the user at 28.02.2020 and was being used normally. 24.06.2020 also used this c3 in patients as usual. This c3 was stopped when the patient had completed use. Later, when the medical engineer changed the settings and restarted, a "tf481002 and self test failed" occurred.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service:since the complaint in question was submitted to hamilton medical ag over 1 year ago, no attempt will be made to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was being prepared for use. The root cause was determined to be a defective alarm monitor on the mainboard. There was no patient or user harm.